Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over-infusion occurred on the pump. The pump was programmed to infuse at 125 ml/hour and there was 980 ml of fluid/medication left to be infused at 11:03pm. At that rate, the bag should have lasted 7.8 hours, running out at approximately 06:50 am. However, the infusion ran out earlier than expected. The infusion completed approximately 40 minutes early at 06:10am.

Manufacturer narrative:
The customer¿s report of an over-infusion of IV fluids was not confirmed. Physical inspection showed no anomalies. Results from a review of the pcu event log identified the reported infusion with ¿IV fluids plain¿ (drugid:1). At 11:03:35 pm on (B)(6) 2020, the vtbi was changed by user to the rate of 125ml/h with a vtbi of 980ml and infusion was started (pvi=837.173ml). On 17 january 2020, the device alarmed for air in line three times (5:51:28 am and then restarted, 5:52:49 am and then restarted, and at 5:56:03 am). At 5:58 15 am, the device was channeled off by user with the system shutdown complete at 5:58:21 am. Total volume infused for current infusion program (1687.31 - 837.173 = 850.137ml). Timed rate accuracy testing found the pump module delivering fluid within specification. The root cause of the customer¿s complaint of an over-infusion of IV fluids was not confirmed.

Event description:
It was reported that an over infusion of unspecified IV fluids occurred on a device. The pump was programmed to infuse at 125 ml/hour and there was 980 ml of fluid left to be infused at 11:03pm. At that rate, the bag should have lasted 7.8 hours, completing at approximately 06:50 am; however, the infusion completed approximately 40 minutes earlier than expected at 06:10 am.